Event description:
During an off-pump bypass procedure, the device would not engage on the heart, the seal appeared to not be tight. It was reported that slurping sounds could be heard from where the suction cup did not attach properly to the heart. When the suction cup was removed, a tear/hole in the heart was noticed. Surgical intervention was required to repair the tear. The case was reported to having been completed without additional complications.